Event description:
Nurse primed the tubing with saline and then started the blood. She came back a short time later and saw blood dripping from the y site above the filter. Tubing was changed and there was no patient harm. New information received following investigation determined to be reported as a malfunction. The customer's experience of leaking blood set could not be confirmed due to the excessive blood in the set. The dried blood present on the filter suggests that blood leaked from one or both of the tubes that connect to the inlet port of the filter. The root cause of this failure was not identified.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.